Event description:
It was reported that the absolute stent was successfully implanted in the right iliac artery without difficulty. An attempt was made to advance a pigtail catheter over a guide wire through the implanted stent to measure gradient pressures in the aorta. The guide wire did not straighten out the pigtail catheter adequately and the catheter caught on the stent during advancement. Some force was used to continue to advance the catheter against resistance to the aorta. As a result, the stent crumpled, or accordioned, and shortened to half the original length. Two additional stents were implanted within the stent to prevent further injury.